Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 569 mg/dl. Customer¿s current blood level was 546 mg/dl. Customer stated that the insulin pump had unexpected restart alarm. Customer was assisted with troubleshoot and insulin pump did not alarm unexpected restart alarm. The insulin pump will not be returned for analysis.